Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 28-nov-2017. The most recent information was received on 26-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("essure removed") and musculoskeletal pain ("constant pains from morning to evening in muscles and joints") in a female patient who had essure (batch no. A69937 / a78089) inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient experienced alopecia ("loss of hair"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced musculoskeletal pain (seriousness criterion disability) and fatigue ("general fatigue"). The patient was treated with surgery (hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal and fatigue outcome was unknown and the musculoskeletal pain and alopecia was resolving. The reporter provided no causality assessment for alopecia, fatigue, medical device removal and musculoskeletal pain with essure. The reporter commented: 4 years of consultation at dermatologist to find the cause of hair loss. She also complained about more and more difficult to drive during the night. Since the removal of the implants with hysterectomy on 18-jun-2018, the pain was progressively recovering month after month, her hair started to grow again and she almost did not loose it anymore. Lot number: a78089 manufacturing date: dec-2012 expiration date: dec-2015. Lot number: a69937 manufacturing date: nov-2012 expiration date: nov-2015 . Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: the patient reported that since the removal of the implants with hysterectomy on (B)(6) 2018, the pain was progressively recovering month after month, her hair started to grow again and she almost did not loose it anymore; previous events of arthralgia and myalgia now combined in single event arthromyalgia. Incident: we received a lot number/returned sample in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report..

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 28-nov-2017. The most recent information was received on 18-dec-2017. This spontaneous case was reported by a consumer and describes hysterectomy ("hysterectomy planned for (B)(6) 2018 in agreement with her gynecologist"), arthralgia ("constant pains from morning to evening in joints") and myalgia ("constant pains from morning to evening in muscles") in a female patient who had essure (batch no. A69937 / a78089) inserted. The occurrence of additional non-serious events is detailed below. In 2013, 9 days before insertion of essure, the patient experienced alopecia ("loss of hair"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criterion medically significant), arthralgia (seriousness criterion disability), myalgia (seriousness criterion disability) and fatigue ("general fatigue"). Essure treatment was not changed. At the time of the report, the arthralgia, myalgia, alopecia and fatigue outcome was unknown. The reporter provided no causality assessment for alopecia, arthralgia, fatigue, hysterectomy and myalgia with essure. The reporter commented: 4 years of consultation at dermatologist to find the cause of hair loss. She also complained about more and more difficult to drive during the night. Lot number: a78089, manufacturing date: dec-2012, expiration date: dec-2015. Lot number: a69937, manufacturing date: nov-2012, expiration date: nov-2015. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 18-dec-2017 for the following meddra preferred term: hysterectomy. The analysis in the global safety database revealed 129 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 18-dec-2017: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 28-nov-2017. This spontaneous case was reported by a consumer and describes hysterectomy ("hysterectomy planned for (B)(6) 2018 in agreement with her gynecologist"), arthralgia ("constant pains from morning to evening in joints") and myalgia ("constant pains from morning to evening in muscles") in a female patient who had essure (batch no. A69937 / a78089) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced alopecia ("loss of hair"). On an unknown date, the patient experienced arthralgia (seriousness criterion disability), myalgia (seriousness criterion disability) and fatigue ("general fatigue"). On (B)(6) 2018, the patient will undergo hysterectomy (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the arthralgia, myalgia, alopecia and fatigue outcome was unknown. The reporter provided no causality assessment for alopecia, arthralgia, fatigue, hysterectomy and myalgia with essure. The reporter commented: 4 years of consultation at dermatologist to find the cause of hair loss. She also complained about more and more difficult to drive during the night. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 30-nov-2017 for the following meddra preferred term: hysterectomy analysis in the global safety database revealed 112 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.